Event description:
It was reported there was low mcv delivery. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was low defib energy delivery. There was no patient involvement.

Manufacturer narrative:
The philips authorized service personnel (asp) assessed the equipment and determined that the reported problem was due to the charging capacitor being aged. In order to resolve the issue, it is necessary to replace the therapy capacitor assembly. To resolve the issue, the asp placed an order for a replacement therapy capacitor assembly. It has been concluded that no further action is required at this time.